Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was over 290 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.